Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient felt weak and almost passed out when the cgm was displaying 123 mg/dl. The patient's spouse brought the patient to the hospital and when they arrived, a bg was checked and it was 53 mg/dl while the cgm was still displaying 123 mg/dl. The patient was treated with IV fluids and was in the hospital for one day. At the time of the report, the patient was doing good and back to normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.